Event description:
The customer alleges that the resuscitation kit reservoir bag will not fill with oxygen. There was no infant injury, however, resuscitation was delayed while another bag kit was obtained.

Manufacturer narrative:
(B)(4). The device sample was not returned for eval at the time of this report.